Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. The reported patient effect of dyspnea as listed in the instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported dyspnea could not be determined. The reported hospitalization was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event = estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant = estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title ¿extent and determinants of left ventricular reverse remodeling in patients with secondary mitral regurgitation undergoing mitraclip implantation¿.

Event description:
This is filed to report the hospitalizations. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, dyspnea, and hospitalization. Details are listed in the article, titled ¿extent and determinants of left ventricular reverse remodeling in patients with secondary mitral regurgitation undergoing mitraclip implantation.¿